Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the device was placed across the bowel and fired properly. They heard the click of the breakaway washer and removed the device with no issues. When they observed the doughnuts, they were formed properly but during the leak test, they noticed bubbles. The surgeon¿s assistant had fired the device; he and the surgeon decided to use the harmonic to cauterize the area. At that time, the surgeon made a decision to convert to an open procedure. Another like device was used to create a new anastomosis and completed the procedure. The patient is stable at this time and in the hospital. The device is being sent to risk management and will not be returned.

Manufacturer narrative:
(B)(4). Retained by hospital risk management additional information. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch noise. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Leak test, donut confirmation. What were the indications for surgery? Diverticulitis. Did a hcp other than the primary surgeon fire the instrument? Yes. First assistant fired. The device in the presence of the surgeon at the foot of the patient.